Event description:
It was reported that while the female pt was in the continuing care unit, the epidural catheter broke inside the pt's body. The catheter was not removed immediately as an injection of anticoagulant had been given. After waiting a while after the injection, the catheter was removed in its entirety from the pt's body. A delay was reported, and the pt had an extended hospital stay as a result of this occurrence. There was no reported death or complications to the pt and is home.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.